Event description:
Reporter indicated that communication issues were present when using a vns programming system. The wand was identified as the cause for the communication issues and returned for analysis. The alleged event was confirmed as the wand would not consistently communicate with a bench generator. An analysis of the serial adapter cable of the wand revealed that there was an intermittent conductor causing the inability to communicate.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.